Event description:
The article, "perceval prosthesis implantation into challenging degenerated aortic valves: a literature review and case series", was reviewed. The article presented a case study of a 70-year-old male patient with a history of severe symptomatic aortic stenosis (as). It was reported in 2015, a 23mm trifecta valve was chosen for implant. It was successfully implanted. Approximately eight years later in 2023 the patient presented with heart failure symptoms secondary to a degenerated bioprosthetic valve. Echocardiogram revealed severe aortic regurgitation and moderate as. The highly calcified and degenerated trifecta with signs of pannus on the valve ring involving the anterior aortic leaflet was removed. A non-abbott valve was implanted valve-in-valve. [The primary author was sumit yadav, department of cardiothoracic surgery, townsville university hospital, queensland health, townsville, qld 4814, australia with corresponding email info@sumityadav.com.au].

Manufacturer narrative:
As reported in a research article, perceval prosthesis implantation into challenging degenerated aortic valves. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.